Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that left ventricular (lv) lead was explanted due to dislodgement. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm dislodgement. The lead passed the electrical continuity indicating conductors were intact and stylet insertion test indicating no blockage in the lumen. Furthermore, known inherent risk was based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) and therefore was deemed a known inherent risk of the device.

Event description:
It was reported that left ventricular (lv) lead was explanted due to dislodgement. This lead was replaced. No additional adverse patient effects were reported.